Manufacturer narrative:
As the lot number for the devices was not provided, a manufacturing review could not be performed. For the three reported information, the devices were returned to bd and evaluated. For the three malfunction, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes the three malfunctions. A review of the reported information indicated that model 0601610 chronic catheter allegedly experienced missing components and missing information. This information was received from various sources. Of the three missing components and missing information, 3 did not involve patients. There was no provided patient information.